Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: what were the indications for the ablation? Unknown about the indications for ablation. What was the location of probe to damaged ureter? 1.1 cm from the ureter. What kind of damage was observed to ureter? Unknown. Did the patient require any type of treatment? If so, please explain. Unknown. Were any difficulties experienced during the ablation? No difficulties experienced during the ablation. How long after ablation was scan performed? Unknown. What is the surgeon¿s opinion of cause of damage to ureter? The physician did not know the why the damage happened.

Event description:
It was reported that during a follow up scan the ureter had damage post scan.